Event description:
During the pfa procedure, after inserting the volt catheter into the sheath, air was aspirated into the syringe from the sheath. The sheath was exchanged and the procedure was completed with no adverse patient health consequences.